Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the x25 final tightener (part # 279712600, lot # gm4196505) was received at us cq. The tightener distal tip was worn. The tip was worn such that the most distal portions of the tips have worn to the core. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm4196505 was released in a single batch: batch1: lot qty of 200 units were released on (B)(6) 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rod stabilizer fell apart. It was noticed during triage that the end cap comes undone, it is supposed to be attached via adhesive. This complaint involves four (4) devices.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a l3-pelvis transforaminal lumbar interbody fusion (tlif),a rod to rod connector was utilized to run a side by side rod from the pelvic screws to the main construct. While attempting to final tighten the connector, the threads on the tip of the final tightening shaft twisted, rendering it unusable. The shaft was changed out for an alternate that is kept in the same set and the same exact problem happened. A viper final tightening set was opened and there were no problems using the final tightening shaft and torque handle from this set. The procedure was completed as indicated. There was surgical delay of five (5) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant devices: unknown rod (part # unknown, lot # unknown, quantity unknown), unknown rod connector (part # unknown, lot # unknown, quantity unknown), unknown pelvic screws (part # unknown, lot # unknown, quantity unknown), unknown setscrews (part # unknown, lot # unknown, quantity unknown). This report is for one (1) x25 final tightener. This is report 2 of 3 for (B)(4).